Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch vita enhanced meter read inaccurately high compared to a laboratory device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 2x daily and his results are around ¿115 mg/dl in the morning and 130 mg/dl in the evening.¿ the patient manages his diabetes with lantus insulin (18 units daily). The alleged issue began on the morning of (B)(6) 2013. The patient reported blood glucose results of ¿152 mg/dl¿ with the subject meter and ¿124 mg/dl¿ on a laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. It is not known if the patient made changes to his usual dose of medications due to the reported issue. However, on the morning of (B)(6) 2013, the patient claimed he felt symptoms of ¿dizzy, cold and was shaking.¿ the patient ate more food as treatment and reportedly slept for about an hour which helped him feel better. The patient denied testing his blood glucose at the onset of his reported symptoms. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 12/10/2013 and 12/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (03/17/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.